Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with revision of vaginal apex. It was reported that she experienced pain, recurrent urinary tract infection, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient underwent mesh removal on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
This emdr represents supplemental report # 2210968-2016-34578 for previously submitted MDR number 2210968-2016-34462, subject of a litigation complaint summary exemption no. E2013037. The referenced exemption was revoked effective may 15, 2019. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.